Event description:
It was reported that the pump exhibited check syringe error. There were no patient involvement and patient harm.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. Review of the event history log (ehl) showed an invalid syringe size, syringe plunger not in place. The cause of the reported issue was a ear clip gasket improperly installed. The service history review had no indication that the complaint was related to a service of the device within the review period.